Manufacturer narrative:
Product analysis: the complaint was unconfirmed. Damage to the case was found, near the connectors, but the connectors were intact. The printed circuit board (pcb) was found to be contaminated. The lower display was found to be missing several lines. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-09-03: the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged connectors. The epg is expected to be returned for service. No patient complications have been reported as a result of this event.